Event description:
It was reported that the stent became deformed during deployment. Two 6 x 120 eluvia self expanding stent was selected for use in the 90% stenosed target lesion located in the non-tortuous and severely calcified left superficial femoral artery (sfa) that had 3cm of complete total occlusion. There was also a vessel dissection caused by a non-bsc device in the sfa that the stents were implanted to cover. The first eluvia 6 x 120 stent was successfully implanted in the left distal sfa. Immediately after that, the physician attempted to perform overlapping stent implantation with the second eluvia 6 x 120 stent in the proximal portion. As the physician started to the place the second eluvia stent, cine angiography showed the stent deploying in accordion-like shape and pushing into the first implanted stent at approximately 4 cm. The deployment was completed and post-dilation was performed with a balloon. The patient experienced no adverse effects.